Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the investigation results, the local service department found the following. - the intermittent image was not confirmed. - the failure of the button switches on the touch panel could not be reproduced. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the button switches on the touch panel did not work due to the following handlings. - touch panel was locked. - the touch panel setting was not appropriate. - the user tapped the touch panel with a hard object.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the touch panel of the subject device was not displayed sporadically. The intermittent image was also reported. Other detailed information was not provided. There was no report of patient injury associated with the event.